Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, (sn (B)(6)). The returned ipg was analyzed and a review of the patient's data found that the battery depletion rate was within the expected range. An impedance measurement on e21 returned a zero impedance value. The node has not been used for the patients therapy. It is most likely the node is shorted internally inside u3_asic. The complaint type does not present a new or unanticipated failure type or harm. The complaint was not confirmed. A labeling review found that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. The source of the reported impedance anomaly was confirmed. An impedance measurement on e21 returned a zero impedance value. U3_asic is the origin of the node which is shorted internally. Hence, the probable cause selected for this complaint is cause traced to component failure. No escalation is required at this time.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.